Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced presyncope and when a fingerstick was taken the cgm was reading 159 mg/dl and the blood glucose reading was 39 mg/dl. An ambulance was almost called, but eventually the patient was treated by his medical nurse with a glucagon injection. No further treatment was reported to be needed. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced presyncope and when a fingerstick was taken the cgm was reading 159 mg/dl and the blood glucose reading was 39 mg/dl. An ambulance was almost called, but eventually the patient was treated by his medical nurse with a glucagon injection. No further treatment was reported to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.